Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: an intermittent connect power alarms were reproduced and the issues was isolated to an electrical contact/short between the rsoc wire and the shield; however, the location of the short was not able to be identified. The reported event of an intermittent connect power alarm while connected to the mpu was confirmed. The returned mobile power unit serial number mpu-41385 was in unremarkable condition. The mpu was connected to attest system controller and a test pump. The mpu patient cable was manipulated and a connect power alarm became active on the test controller. Further evaluation of the patient cable revealed an intermittent electrical contact between the metal shield and the wire which represents the rsoc (relative state of charge) signal; however, the location of the intermittent electrical contact was not able to be identified. The patient cable was replaced with a new cable and the alarm was resolved. A full functional test was performed, the mpu passed all steps and it was returned to the customer. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms, including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lead to the mobile power unit (mpu) caused intermittent alarms with, "connect power" displayed on the controller. The patient had a v-lock connector on the ac power cord and the power cord was not loose. The mpu was less than a year old. A request to replace the mpu was made.